Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, residual plastic material from the sheath was found multiple times when advancing the needle. No patient complications have been reported as a result of this event.